Event description:
The manufacturer received information alleging a ventilator's internal battery is not charging . There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was allegedly not charging. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint of the internal battery not charging was not confirmed. There was no problem found with the internal battery. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.